Event description:
It was reported that during prepartion for use the tip of the catheter separated from the stent delivery system. No patient injury was reported. No further information was available.